Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter : the consumer reported no insulin flow. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter : the consumer reported no insulin flow. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the consumer reported no insulin flow. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-31. H6: investigation summary: customer returned (92) 32gx4mm bd pen needles from lot# 1118191 (89 used and 3 unused). The consumer reported no insulin flow. The 89 used pen needles were examined, and the following was observed: 76 exhibited a bent non-patient end (npe) cannula. 8 exhibited a broken npe cannula. 5 exhibited a straight npe cannula. The 5 pen needles with straight npe cannulas and 3 unused pen needles were tested for flow using a test pen injector, and all 8 were able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles hence, the customer would think that the pen needles were clogged. Since the pen needles with damaged npe cannulas were returned after use, the probable cause of the bent and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles. H3 other text : see h10.